Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer found air bubbles in the reservoir compartment on their insulin pump. The patient's blood glucose level was 117 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. A new reservoir was shipped to the customer. No further information was provided.